Manufacturer narrative:
Date of event was corrected to (B)(6) 2012. Implant date: (B)(6) 2012. All pertinent information available to abbott medical optics has been provided. Placeholder.

Event description:
We received a report from a consumer who indicated he ''has been in trouble'' since he had a za9003 21.5 diopter intraocular lens (iol) implanted in his left eye in (B)(6) 2012. He related that the glare, which he sees as round circles that move and hinder his vision, ocular pain, and accompanying tearing interfere with his daily activities. His eyes feel strained and that causes pain and tearing. He has seen his health care provider but they could not diagnose a problem; he was given artificial tears and a pain medication. The lens remains implanted at this time.

Manufacturer narrative:
Event date: (B)(6) 2012 is used as the consumer did not provide the exact day he received the iol. Explant date: not applicable; lens remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.